Manufacturer narrative:
Concomitant medical products: liner and shell with plastic barrier 44 mm i.d. 54 mm o.d., item# 00151505444, lot# 61752030. Femoral stem 12/14 neck taper, item# 00771101300, lot# 62169806. Straight shell inserter, item# 00780401520, lot# 61583983. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately four years and 7 months post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
DHR-review: ref:00-8777-044-02; lot:2691871, yield: (B)(4), delivered: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to pain. Event description: it was reported that patient had primary implantation surgery on (B)(6) 2013 and was revised on (B)(6) 2018 due to pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique is not reviewed since no surgery notes were available to compare. Conclusion summary: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No medical data confirming the reported event for the patient was available for the investigation. It is unknown what led to the failure of the prosthesis. Therefore, based on the given information the complaint could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.